Event description:
The customer reported that erroneous vitamin b12 results were generated on a unicel dxi 800 access immunoassay system for three patient samples tested over two days. This report is one of two and represents the erroneous, elevated vitamin b12 result, above the normal reference range and beyond the maximum reportable dose response, generated for one patient sample on (B)(4) 2011. Multiple repeat testing of the patient sample on the same instrument after sample dilution (at a 1:5 dilution ratio) did not give reproducible results. The repeat results were within the normal reference range and lower than anticipated. The erroneous vitamin b12 result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient management associated or attributed to this event. The sample was a venous sample and was fresh at the time of testing. Instrument vitamin b12 quality control results recovered within the customer's established ranges during the timeframe of the event. An instrument system check and closed tube aliquotter carry over test executed during the timeframe of the event yielded results within instrument specification ranges.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The fse determined that the vitamin b12 assay was performing erratically when processed through the closed tube aliquotter. It was determined that the right sample probe was not being cleaned properly due to a leaking pump syringe. The fse replaced the syringe, cleaned the probe and primed the system. After the necessary and verified repairs were completed the instrument was returned into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03891, 2122870-2011-03997.